Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A4) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect platinum ivc filter. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): k121629. H4) unknown as lot# is unknown. (B)(4). Summary of investigational findings: a celect-pt filter was placed in an infrarenal location with a 14 dgr rightward tilt, but with no sign of perforation. However, during retrieval after approx. 8 months there is interval development of penetration of the left lateral most primary and secondary filter legs as well as interval development of perforation and fracture of a posteriorly directed primary filter leg. The filter was retrieved with significant difficulty, but the fracture fragment was embedded within a lumbar vertebral body. The borderline significant tilt during placement likely resulted in the said embedment and given the fixed interaction with the vertebral body, this resulted in a repetitive motion/fatigue fracture involving the primary filter leg. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute.

Event description:
Description of event according to initial reporter: "we noticed one limb fractured prior to removal. Provided, is an image of the # limb and an image showing the limbs outside of the ivc wall. Also provided, is the radiologist report describing this difficult retrieval. This filter was inserted (B)(6) 2016 and so removal was well within a year." Informed consent was obtained. Patient was prepped in the usual fashion, utilizing ultrasound guidance and local anesthesia a percutaneous puncture of the right ijv was performed. The 5 french straight flush catheter was positioned below the level of the ivc filter and upon injection of omnipaque contrast performed. No thrombus lobe is identified. It was noted that one of the limbs of the filter was fractured and lies outside of the ivc. Two other limbs of the filter are extrinsic tot the ivc but intact. Utilizing the cook retriever kit attempt at snaring of the filter was initially unsuccessful due to the close apposition of the filter hook to the caval wall. A secondary puncture in the right groin was performed with insertion of a 10mm balloon catheter to dislodge the filter from the sidewall. Again this was unsuccessful. 2 additional punctures of the right ijv were performed with insertion of vascular sheaths. A sos omn catheter was positioned below the ivc filter and then snared. With gadolinium the snared catheter was utilized to separate the filter from the caval wall. It was then successfully snared and resheathed. It was removed from the patient and completion of cavography demonstrates no extravasation of contrast. There is resid flesh thrombus in the ivc secondary to manipulation and removal of the caval filter. The pre-existing fracture limb of the filter was again noted. Following completion of hemostasis, both in the neck and the right groin, the patient will be sent for CT scanning for further localization of the fractured limb. A quick review of the CT study demonstrated the fracture limb to be embedded in one of the lumbar vertebral bodies and not adjacent to any significant vascular structure. The patient was instructed to maintain her anticoagulation routine. She was discharged from the department in satisfactory condition following her recovery period. Additional information received 20feb2017: exam: angiography - ivc filter insertion / venacavag. Via a right femoral approach, cavogram performed. The intracaval ivc was measured at 2.8cm. A cook celect platinum ivc filter was then inserted and is in good condition. May be retrieved with the next year. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Catalog# igtcfs-65-1-uni-celect-pt. Name and address for importer site: (B)(4). PMA/510k: similar to device under 510(k) k121629. Summary of investigational findings: since no lot# is received there is no change in investigation, so the below investigation is still valid a celect-pt filter was placed in an infrarenal location with a 14 dgr rightward tilt, but with no sign of perforation. However, during retrieval after approx. 8 months there is interval development of penetration of the left lateral most primary and secondary filter legs as well as interval development of perforation and fracture of a posteriorly directed primary filter leg. The filter was retrieved with significant difficulty, but the fracture fragment was embedded within a lumbar vertebral body. The borderline significant tilt during placement likely resulted in the said embedment and given the fixed interaction with the vertebral body, this resulted in a repetitive motion/fatigue fracture involving the primary filter leg. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Expiration date: unknown as lot # is unknown. Similar to device under 510(k) k090140. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "we noticed one limb fractured prior to removal. Below is an image of the # limb and an image showing the limbs outside of the ivc wall. Below is the radiologist report describing this difficult retrieval. This filter was inserted on (B)(6) 2016 and so removal was well within a year." Informed consent was obtained. Patient was prepped in the usual fashion, utilizing ultrasound guidance and local anesthesia a percutaneous puncture of the right ijv was performed. The 5 french straight flush catheter was positioned below the level of the ivc filter and upon injection of omnipaque contrast performed. No thrombus lobe is identified. It was noted that one of the limbs of the filter was fractured and lies outside of the ivc. 2 other limbs of the filter are extrinsic tot the ivc but intact. Utilizing the cook retriever kit attempt at snaring of the filter was initially unsuccessful due to the close apposition of the filter hook to the caval wall. A secondary puncture in the right groin was performed with insertion of a 10mm balloon catheter to dislodge the filter from the sidewall. Again this was unsuccessful. 2 additional punctures of the right ijv were performed with insertion of vascular sheaths. An sos omn catheter was positioned below the ivc filter and then snared. With gadolinium the snared catheter was utilized to separate the filter from the caval wall. It was then successfully snared and resheathed. He was removed from the patient and completion of cavography demonstrates no extravasation of contrast. There is residual flesh thrombus in the ivc secondary to manipulation and removal of the caval filter. The pre-existing fracture limb of the filter was again noted. Following completion of hemostasis, both in the neck and the right groin, the patient will be sent for CT scanning for further localization of the fractured limb. A quick review of the CT study demonstrated the fracture limb to be embedded in one of the lumbar vertebral bodies and not adjacent to any significant vascular structure. The patient was instructed to maintain her anticoagulation routine. She was discharged from the department in satisfactory condition following her recovery period. Additional information received 20feb2017: exam: angiography - ivc filter insertion / venacavag. Via a right femoral approach, cavogram performed. The intracaval ivc was measured at 2.8cm. A cook celect platinum ivc filter was then inserted and is in good condition. May be retrieved with the next year. Please advise when. Patient outcome: the patient did not experience any adverse effects due to this occurrence.